Event description:
It was reported that the rotatable head broke off the screwdriver during a procedure at the healthcare facility. It was reported that the procedure was completed successfully, without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated. Upon visual examination, no components were identified which would have likely caused or contributed to the reported failure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that the rotatable head broke off the screwdriver during a procedure at the healthcare facility. It was reported that the procedure was completed successfully, without a delay; no adverse consequences or medical intervention were reported.